Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 1.9, lab: 2.9. The time between testing was about one hour. Therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.